Event description:
It was reported that the subject coil was broken during use. No further information is available.

Manufacturer narrative:
The reported event was unable to be confirmed and it cannot be confirmed if the device met specification, as the device was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject coil was broken during use. No further information is available.